Event description:
The customer reported the evis exera ii colonovideoscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and there was heavy humidity in the connector unit and body control unit. Also, evaluation found the distal end insulation test failed, the grip was cracked, the switch #1 key top was cut, the protector was damaged, the scope cover was dented, the connector tube had buckling, the air/water and suction cylinders were discolored, the bending angle in the up direction did not meet the standard value due to corrosion on the guide plate unit, the scope cover was scratched, the control unit, electrical connector, shield plate and mount had corrosion, and the charged coupled device cover lens adhesive and universal cord had third party repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that reprocessing was completed according to the manual. No additional information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus.¿ olympus will continue to monitor field performance for this device.